Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received possible inappropriate shocks for supra ventricular tachycardia (svt) detected as ventricular tachycardia (vt). The device remains in use. No further patient complications have been reported as a result of this event.